Event description:
It was reported that the patient presented in the ER after receiving therapy. Appropriate therapy was delivered for vt and it rescued the patient. Externalized conductors were noted via fluoroscopy and the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.